Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
It was reported that a during preparation for a mitraclip procedure, the steerable guide catheter hemostasis valve was unable to hold fluid column despite two attempts. A replacement steerable guide catheter was used to complete the procedure. There was no clinically significant delay. No additional information was provided.